Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's father thinks the alarm occurred when he was priming the pump. The issue was resolved by changing the reservoir and infusion set. Customer father stated that his daughter woke up with a blood glucose level of 400 mg/dl and it later went up to 476 mg/dl. Customer was advised to give her a manual injection. Customer had nausea and stomach pain. Customer was treated with a bolus via pump, changed the set out, and received a manual injection. Troubleshooting was performed and pump passed priming tests. Customer will be sent a tubing clamp and will have to call back to complete troubleshooting. Customer's father stated that it looks like there was a red pimple in the place where the needle went into her skin. Customer was advised to call back once the tubing clamp is received. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.